Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the upper case, lower case, high rate cover, bail cover are broken. Battery drawer and ring cover are contaminated. Both bails are missing, the ring is bent, and the serial number label is torn. (B)(4).

Event description:
It was reported the case is damaged. The device was returned to the manufacturer for repair and calibration, analyzed and tested out of specification. No patient complications were reported as a result of this event.